Event description:
During an endoscopic saphenous vein harvesting procedure, the conical dissector tip detached from the unit. The piece was retrieved from the patient without having to make additional incisions. No additional patient complications were reported.